Event description:
It was reported that the t button on the device no longer functioned. There was no reported impact to the customer¿s blood glucose level. The pump was still able to start, charge, and connect to a computer, although the t button was missing. The device was set for return, and a replacement pump was issued.